Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated an alert for lead impedance out of range. Concomitant medical device: addr01 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high and undefined pacing impedance. A possible fracture was suspected. During an attempt lead replacement it was noted the left subclavian vein was occluded. The physician decided to instead reprogram the current rv lead. The lead remains in use. No further patient complications have been reported as a result of this event.